Event description:
Unilateral deflation, unk which side. Bilateral replacement with another brand. Unk if this was the initial use of the device.

Event description:
Deflation of left breast implant. Removal of bilateral breast implants. Unk if initial use of device.